Manufacturer narrative:
Cause cannot be definitively determined. No product or x-rays were returned for review. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that the device was implanted in 1985. Post-op, the pt experienced pain and osteolysis. The device was revised in 2007.